Event description:
It was reported that a patient with ossification of posterior longitudinal ligament (opll) underwent a procedure at th1-th8. It was reported that the patient complained that her right leg was paralyzed post op and the surgeon suspected "right th2 pedicle screw deviation". According to the report, the patient underwent a revision surgery to remove the right th2 screw and re-implant a rod. Per another surgeon, there was a possibility that "the opll condition may have interfered causing over-bending of a rod" or there may have been "a technical issue regarding decompression". No other patient complications have been reported.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device was not possible without additional device information.

Manufacturer narrative:
(B)(4). Update on patient status: it was reported in a follow-up email that "it was not paralysis but spinal cord injury. The surgeon denied any relation between the injury and our devices. No further information is available." We were unable to obtain copies of x-rays or information about the patient's final outcome from the surgeon in our request for more information. There has been no report of the patient's condition worsening and no additional surgery is planned at this time. Lot number of the pedicle screw implanted/explanted is suspected to be one of the following: h10l1253, h10l3074, or h10l3075.